Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. The patient began using the Dexcom G7 sensor in January. Since starting the Dexcom G7, the patient has experienced recurring soreness at the sensor insertion site. The patient also reported a known allergy to nickel. Last month, the patient was evaluated at the hospital for similar symptoms. At that time, the physician was unable to definitively determine whether the Dexcom G7 was the cause of the patient's symptoms. On (b)(6) 2026, the patient presented to the (ED) Emergency Department due to severe pain and swelling at the sensor insertion site on the left upper arm. The pain was severe and radiated from the sensor insertion site. During the emergency department visit, the patient underwent multiple diagnostic tests, including blood work, an ultrasound, and a CT scan, to evaluate the cause of the symptoms. The findings were inconclusive. The sensor was removed prior to the CT scan. Within a couple of hours after the sensor was removed, the patient reported that the swelling and pain began to diminish. The patient was also treated with intravenous steroids in the emergency department after the sensor was removed. Although the emergency department physician could not definitively determine that the Dexcom G7 caused the reaction, the physician advised that the patient's symptoms appeared consistent with a possible reaction to the Dexcom G7. The evaluation remained inconclusive regarding the exact cause of the symptoms. The patient was prescribed an oral Dexamethasone 2 mg tablets and reports that she is doing well at this time. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Labeling indicates: Inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. redness, swelling, bruising, itching, scarring or skin discoloration).